Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided for the device; therefore, the manufacturing records could not be reviewed. The lot history records of the reload were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during an unknown procedure, the firing handle broke and snapped off during firing. It occurred across the stomach staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58t80. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 30 drivers up without staples, the remaining drivers down with staples present; the swing tab in the locked position and the knife partially advance. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? The piece was attached to the staple line in which the surgeon noticed when he did his checks and retrieved them. No adverse event to staple line or patient; all pieces returned with device.